Manufacturer narrative:
Product analysis: the stent had moved proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary des was attempted to be used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the distal rca. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.00 x 10 mm solarice balloon catheter. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the resolute integrity failed to cross the lesion. It was then removed and replaced by another stent. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. No patient injury was reported. Analysis has shown a slight displacement of the stent on the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.